Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps had numerous air in line and downstream occlusion (dso) alarms. The event was further described as "sensitive to air in the line and dso pressure/ auto restarts". This was observed during use of the devices. To resolve the event, the user would review updating/adjusting device setting. There was no report of patient injury or medical intervention associated with this event. No additional information is available.